Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood was present in/on the helix mechanism(sleeve head).

Event description:
It was reported that there were high number of short v-v intervals in the sensing integrity counter and gradually increasing threshold values. No patient complications have been reported as a result of this event.